Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary sten was implanted to treat an biliary tract stenosis in the biliary tract during an endoscopic retrograde cholangiopancreatography. (Ercp) procedure performed on (B)(6) 2026. During the procedure, while placing the stent on the guide wire, the operator felt resistance. The stent delivery system was retracted from the guide wire, but the stent itself got released and the device was removed. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.